Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, the balloon to the 29mm commander delivery system ruptured at the end of s3ur valve deployment. A radial tear was observed on the ventricular side of the balloon, which is believed to be due to contact with the calcium at the annulus and left ventricular outflow tract. Per report, there was no harm to the patient and the s3ur valve was successfully implanted. The provided device imagery confirms the reported balloon burst.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b5, d9, g3, g6, h2, h3, h6: device code(s), type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections b5 and h6: device code(s) and type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation and revealed the following observations: balloon burst radially and longitudinally with a small piece of inflation balloon separated, no missing balloon pieces found, and distal tip balloon wings flared out. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and revealed a radial and longitudinal balloon burst with balloon wings flared out. In this case, the complaints of balloon burst and system components separate during use were confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification) likely contributed to the balloon burst event as it was reported that the balloon ruptured due to contact with calcium at the annulus and left ventricular outflow tract. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, available information suggests procedural factors (device manipulation) likely contributed to the system components separate during use event. Additional pull force/device manipulation could have been applied during system withdrawal, which then led to the separation observed in the returned device evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
According to pre-decontamination observations of the returned device, the inflation balloon to the 29 mm commander delivery system was separated. It was confirmed that no balloon pieces were missing.